Event description:
Complainant alleged that when the "cath/lep" lab clinicians were monitoring a pt (age and gender unknown), and another piece of electonic equipment (cardiomapping manufactured by biosense) was operating at the same time, the zoll monitor (when used with the multi-function cable) was unable to detect the pt's "r" wave in the heart rhythm. In addition, the pt's heart rate was displayed as "0" and no sync markers on the device screen were displayed. The clinicians obtained another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.